Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: physical examination of the returned device shows that there are damage marks i.e. Marks of forceful hitting on the proximal surface of the target device. It¿s already been advised and written on the device to do not hit on it. It is in a severely deformed state around its head region where the strike plate is attached. It makes it clear that it was used with a hammer probably to push the nail inside. This is clearly an abnormal usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿do not hit instruments unless they are specifically intended for impaction. Never hit targeting devices or elastosil handles other than those with an integrated strike plate! Always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way.¿ based on investigation, the root cause was attributed to a user related issue. The deformation of the target device has been caused due to an abnormal usage. There was a deliberate attempt to hit the target device with a screwdriver, probably to insert the nail further down. IFU also states ¿do not hit instruments unless they are specifically intended for impaction. Never hit targeting devices or elastosil handles other than those with an integrated strike plate!¿ if any further information is provided, the complaint report will be updated.

Event description:
As reported: "crack in gamma3 target arm. Missdrilling distal occur. Procedure was completed manually."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "crack in gamma3 target arm. Missdrilling distal occur. Procedure was completed manually."